Event description:
Account alleged bed will not raise up and is in down position. Reverse trend not functioning. No injuries reported.

Manufacturer narrative:
Reverse trend engage switch was out of adjustment. Account was able to adjust reverse trend engage switch to proper position for resolution.